Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced vaginal scarring/shrinkage, pain, dyspareunia, urinary problems and the need for additional surgery some time after implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.